Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for eval.

Event description:
The customer reported an over infusion of propofol. Reportedly, 100 ml was to infuse at 5 mcg/kg/min (1.98 ml/hr), however, the entire 100 ml infused within minutes resulting in unspecified pt harm. The pt was post-cardiac surgery and intubated at the time of the event. The pt became hypotensive and a "code" was called. Norepinephrine 4 mg/250 was infusing prior to the event. After the overinfusion norepinephrine 16 mg/250 ml was started at 4.45 ml/hr. The customer reported that the pt sustained unspecified, potentially permanent harm. Biomed received the system (pcu and modules) and the IV tubing and bags. The propofol tubing which was in the pump module labeled propofol was found to be misloaded, the upper fitment was above the pump module, and a gap was noted with the door closed. Upon manipulation, the tubing "fell" into place and seated correctly. The pump module was evaluated; no damage or rare inaccuracies were identified. No further pt event or event info was provided.